Event description:
No additional information received. A broken hub. White coloured solids found on needle.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported there was a broken hub and white colored solids found on needle. To aid in the investigation, one sample in an opened packaging blister from lot 1335527. A visual inspection was performed. No damages of and kind were observed and there is no epoxy on the needle. There is an epoxy drip over on the needle hub. No other defects or imperfections were observed. The epoxy drip over can occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305109, lot 1335527. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer of epoxy is confirmed.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
White coloured solids found on needle.